Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during a laparoscopic gastrectomy, three devices were used. After about 30 minutes to 1 hour of use, the tissue pad of the first device fell inside the patient. The fragment was retrieved. The user exchanged the first device for the second device and continued the procedure. The tissue pad of the second device was separated at the end of the procedure. The intended procedure was completed with the third device. There was no patient injury reported. This is the report regarding the separation of the tissue pad on the second device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the event date, it was found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.